Event description:
Reported on per questionaire document: the sales rep has reported that the wire allegedly got stuck inside the tensioner and the customer was not able to get the wire loose. The sales rep has reported that the surgeon got the wire out and put in a new one and used another tensioner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding not able to get the wire loose involving a d/m one-sided cable tensioner was reported. The event was not confirmed. -device evaluation and results: returned device showed minimal signs of use almost as new condition. The tensioner was able to tension the cable to the reference pounds as marked on the device and release the cable. The device is functionally acceptable. -medical records received and evaluation: not performed because no patient medical records were provided. -device history review: records indicate that all devices were manufactured and accepted into final with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. The investigation concluded that d/m one-sided cable tensioner is functionally acceptable as the tensioner was able to tension the cable to the reference pounds as marked on the device and release the cable.

Event description:
Reported on per questionaire document: the sales rep has reported that the wire allegedly got stuck inside the tensioner and the customer was not able to get the wire loose. The sales rep has reported that the surgeon got the wire out and put in a new one and used another tensioner.